Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient lens was subluxed. The lens was explanted and replaced with unspecified lens in a secondary procedure. According to additional information received the lens was replaced with a non-company lens, and the patient had open-angle glaucoma as a pre-existing condition.